Manufacturer narrative:
Manufacture date not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure with the system. Non-medtronic spheres were used and as a result it is not known if they are recognized/trackable. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the spheres are not visible to the camera sometimes. There was no patient present. Additional information was received: it was reported that the issue was with the spheres, and the site used spheres that were not from medtronic. The site stated that they had used non-medtronic spheres in the past.